Event description:
It was reported that the lead appeared to be undersensing. The pace/sense portion of the lead was capped and replaced. No patient complications were reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.